Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified posterior descending artery of right coronary artery (rca), atrioventricular branch (av) of rca. A 2.25x32mm promus element plus drug eluting stent was selected to treat the target lesion but they noticed that a part of the stent got lifted. The procedure was completed with a different device. No patient complications were noted and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).